Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a watch delivery system (wds) and implant. There were numerous kinks throughout the shaft of the device. The shaft was inspected for any anchors that protruded through the shaft and there was no damage to the shaft from the anchors; however, the shaft by proximal of the markerband was buckled. There was no damage or irregularities to the braiding. The implant was received protruding 3mm from the tip of the shaft. The implant was deployed with not issues and it was noticed that there was some anchors bent and damaged. The tip of the device was found to be damaged. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. (B)(4).

Event description:
Reportable based on analysis completed on 18nov2015. It was reported that the closure device anchors protruded through the shaft of the delivery system. The patient was undergoing a left atrial appendage (laa) closure procedure. A 30mm watchman laa closure device & delivery system was inserted into the watchman access system (was). The closure device was deployed, but it was then recaptured and removed from the was. Outside of the patient it was noticed that the barbs of the closure device punctured the watchman delivery system. The physician used another watchman laa closure device & delivery system to complete the procedure with no patient complications. However, product analysis revealed numerous kinks throughout the shaft of the device and the shaft proximal of the markerband was buckled.